Manufacturer narrative:
Product analysis #(B)(4):brief description of complaint: plasmablade¿ tna ¿ spark ¿ arcing - melted - housing - the surgeon reported a spark from the device tip. After the spark, the surgeon noted the plastic housing on the device melted. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿device # 1: ¿device name: plasmablade¿ tna ¿product number: ps300-002 ¿lot number: 0211942587 - new design ¿expiration date: 20-sep-2019 ¿quantity returned: 1 ¿device # 2: ¿device name: plasmablade¿ adenoid ¿product number: ps300-003 ¿lot number: unknown ¿expiration date: unknown ¿quantity returned: 1 testing performed: ¿device packaging inspection: ¿two returned plasmablade¿ tna adenoid tips were received inside a cardboard box within a plastic bag with no packaging to fill the negative space. ¿two display box ends were returned; the device information was confirmed against the information listed within gch from the display box ends. ¿there is a product return discrepancy as the product returned does no match the pli-30 information listed within gch for device # 2, the information obtained from the display box end is listed as: ¿device name: plasmablade¿ tna ¿product number: ps300-002 ¿lot number: 0211942587 - new design ¿expiration date: 20-sep-2019 ¿the adenoid tips were indistinguishable and were labeled as device # 1 and device # 2 for traceability. ¿there was no paperwork provided. ¿device visual inspection: ¿device # 1: ¿the device handle was not returned only the adenoid tip was received. ¿the tna adenoid tip electrode wire, plastic housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, image # 1 thru image # 6. ¿there are excessive amounts of eschar buildup on the electrode wire, with the excessive melting of the plastic housing and the electrode wire exhibits deformation. ¿all electrosurgical devices exhibit wear during use and wear is acceptable as long as it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. ¿the device and adenoid tip were cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode and plastic housing is acceptable, image # 3 thru image # 6. ¿acceptable damage: adenoid tip: ¿the wire remains intact ¿the melt-back is not wispy or stringy in appearance. ¿unacceptable damage: adenoid tip ¿there is excessive wire deformation ¿there is, greater than, > 33% of the ¿wire square¿ that is exposed which failed to meet the acceptable damage requirements for the wire square exposure. ¿the wire has minimal support from housing or deformation in the ventral to dorsal direction during application. ¿insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance, compromise the plastic housing and electrode wire and can contribute to the clogging of the suction opening. ¿see the reference picture of an adenoid tip - new design for comparison, image # 7 and image # 8. ¿the complaint could not be recreated for the device sparking and arcing issue that was reported in the complaint description; however, activating the device outside the field of tissue can create arcing which can cause the gap between the tissue and the device in the field to create sparking. ¿device # 2: ¿the device handle was not returned only the adenoid tip was received. ¿the tna adenoid tip electrode wire, plastic housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, image # 8 thru image # 13. ¿there is eschar buildup on the electrode wire, with the melting of the plastic housing; the electrode wire exhibits deformation and is fractured, however, remains attached to the plastic housing. ¿all electrosurgical devices exhibit wear during use and wear is acceptable as long as it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. ¿the device and adenoid tip were cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode and plastic housing is acceptable, image # 10 thru image # 13. ¿acceptable damage: adenoid tip: ¿the melt-back is not wispy or stringy in appearance. ¿there is, less than, <(><<)>(><(><<)><(><<)>)> 33% of the ¿wire square¿ that is exposed ¿the wire still has support from the plastic housing and does not exhibit deformation in the ventral to dorsal ¿unacceptable damage: adenoid tip ¿the wire is no longer intact, however, remains attached to the plastic housing. ¿insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the wire electrode and the plastic housing which can diminish device performance, compromise the plastic housing and the wire electrode and can contribute to the clogging of the suction opening. ¿see the reference picture of an adenoid tip - new design - for comparison, image # 15 and image # 16. ¿the complaint could not be recreated for the device sparking and arcing issue that was reported in the complaint description; however, activating the device outside the field of tissue can create arcing which can cause the gap between the tissue and the device in the field to create sparking. Functional inspection: the functional inspection portion of this complaint inspection was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0211942587 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained within gch was visually confirmed for the reported issue of the plastic housing melting within the laboratory environment. However, the complaint is not confirmed for the device sparking and arcing issue which could not be recreated. Device # 1 exhibits unacceptable wear as there is > 33 % of the ¿wire square¿ that is exposed and has minimal support from the housing which failed to meet the acceptable damage requirements for the wire square exposure. Device # 2 fails to meet the acceptable damage requirements because the electrode wire is fractured, however, remains attached to the plastic housing. This complaint will be tracked and trended within gch. Note: the returned adenoid tips are from the new design. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1370 rev. I - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade¿ tna - IFU 70-10-1429 rev. C - pulsar¿ ii generator operator¿s manual 61-10-0017 rev. H - device button tactile test procedure 61-90-0700 rev. D - test method procedure for adenoid tip test equipment: the functional portion of this complaint investigation was not performed therefore no test equipment was utilized during the complaint investigation. Patient demographics are unavailable; follow-up for information is still in progress.

Event description:
During an ent case, the surgeon reported a spark from the plasmablade device tip. The nurse reported it appeared to be arcing. After this occurred, the surgeon reported the device tip was melted. There were two plasmablade devices reported. It is unknown if both devices appeared melted or sparked/arced. There was no impact to the patient or staff. During analysis, device #2 had an additional failure of a wire break, but still attached.